Manufacturer narrative:
User is feeling fine and there are not signs or symptoms of swelling, redness, pain or drainage due to sensor coming out from the patient's arm. No additional investigation is required for this complaint.

Event description:
On march 24th 2020, senseonics was made aware of an adverse event that user felt something hard on her arm and when she looked at it, half of the sensor was poking outside of her body and then she removed the sensor and put it by her bed. There are no signs or symptoms of swelling, redness, pain or drainage due to sensor coming out from the patient's arm.